Event description:
It was reported that dissection and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. The femoral vein was punctured and a versacross connect (vcc) was used, and the vcc wire was raised to the superior vena cava (svc). The vcc wire was retracted inside the sheath, and the was was lowered onto the fossa ovalis (fo). When the was sheath was lowered onto the fo, it descended in a way that seemed to follow the fo in bicaval view. The wire was extended, only slight tenting was felt, there was no correlation with fluoroscopy, and no bubbles were noted when energization was performed once. After adjusting the position again, tenting was confirmed. It was difficult to adjust the position, energization was performed at the middle-anterior/mid position, and on the second attempt, bubbles were clearly noted. Thereafter, left atrial (la) pressure was measured after replacement with a pigtail catheter. The laa was accessed and given the poor renal function, the patient was deemed non-compliant. A 40mm watchman laa closure device was used, and was placed 45 degrees lateral and position, anchor, size and seal (pass) criteria were met so it was released. After the procedure, pericardial fluid was confirmed, but there was a smaller amount than before the procedure and no significant change. A hematoma-like mass was found between the la and aortic valves, which was not present before the procedure. When intraoperative images were checked, it was found that there was a possibility that it passed through the patent foramen ovale (pfo) during the first energization, and that energization was performed between the la and the aortic valve. After the second energization, blood was already confirmed during la visualization. When the closure device was placed, a hematoma-like mass was confirmed on the 135-degree anterior side. The activated clotting time (act) was reverted to the baseline of 160 seconds. A computed tomography (CT) scan will be performed upon returning to the room, and the patient will be monitored for progress. The patient discharged status is unknown because the hospital visit was difficult, but there were no reports of the patient's condition worsening.